Manufacturer narrative:
(B)(4).

Event description:
There was no patient involved in this event. Pad unit's clock will not sync with current time and date.

Manufacturer narrative:
(B)(4). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 28th of november 2012. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2013. After the (B)(6) 2016, the device recorded six self-test fails during manual power cycles, due to an real tome clock error. The user would have been alerted to this with a "warning, device service required" prompt. On receipt the pad clock failed to increment and a nonsensical date and time were displayed. The device was then disassembled for further investigation and during testing a crystal was found to have an inconsistent output, indicating an unbalanced crystal. This prevented the clock from functioning correctly. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.